Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the user facility. The supply chain manager at the user facility provided limited information but reported the procedure was completed with a different device and the device was inspected prior to use. There was no patient injury/harm reported.

Manufacturer narrative:
The referenced camera head was returned and evaluated. The camera head was tested and observed a communication error code e224 on the screen and the cable was determined to be shorted. Additionally, a visual inspection was performed and noted the rear label on the camera head body was faded. Additionally focus ring requires an upgrade. A review of the service history indicated the camera head was purchased on november 5, 2017 with no previous repair records. Based on the evaluation results, the potential cause of the error code e224 was from a shorted cable.

Event description:
The service group became aware that during service evaluation, the camera head produced a communication error (e224). There was no patient involvement reported.